Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90-110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is 5/26/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 133, 158, 145, 114, 184. Customer is comparing his results with his old true result meter. Customer got a reading of 69mg/dl at 12:15pm on (B)(6) 2016 with his true result. When he tested with his true metrix, he got a result of 119mg/dl at 12:22pm.